Event description:
It was reported that a tip of the guide wire was broken and left inside the patient. A 182cm straight tip v-14¿ controlwire® was advanced to the stenosed perineal artery. While navigating the guidewire, the tip of the guidewire was broken from the main body of the device. The tip appeared to be outside the perineal artery, possibly inside a small collateral vessel. Flow in the perineal artery was not restricted at all. No intervention was done and the tip was left inside the patient. The procedure was completed with a different device. No further patient complications were reported at the time of the event and after.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has distal tip damage, as part of overall visual revision. Visual inspection was performed and the device presents: the distal tip kinked and detached exposing the corewire; moreover, the body was found kinked at 49.6cm approx. From the proximal end. No evidence of fracture on the corewire was noted. All the outer diameter (ods) and guidewire overall length were taken and were all according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a tip of the guide wire was broken and left inside the patient. A 182cm straight tip v-14¿ controlwire® was advanced to the stenosed perineal artery. While navigating the guidewire, the tip of the guidewire was broken from the main body of the device. The tip appeared to be outside the perineal artery, possibly inside a small collateral vessel. Flow in the perineal artery was not restricted at all. No intervention was done and the tip was left inside the patient. The procedure was completed with a different device. No further patient complications were reported at the time of the event and after.